Event description:
Newborn with large subgaleal hematoma following difficult birth. Failed use of vacuum assisted device times two or times three, finally born using mid forceps delivery. Very drpressed, bleed evident by 3-4 hrs of age, no blood clotting, severe shock, did not respond to transfusions and intensive care (problem not recognized initially. Baby critical from birth, died at 12 hrs.)